Event description:
The report indicates that four months post operatively, the pt reported that she had back pain, but still appears to be doing well. Upon review on (B)(6), it was discovered that the left 5mm pedicle bone screw shank at s1 fractured. Surgeon will continue to monitor and there is no plan for revision surgery at this time. The initial plif (post lateral interbody fusion surgery) was performed on (B)(6) 2013 to fuse l5-s1 vertebral bodies. During the (B)(6) f/u, the pt and the construct were fine. Pt's activity level is unk. Pt compliance with post-surgical instructions is unk.

Manufacturer narrative:
(B)(4) the screw remains in the pt and has not been returned, and no further eval of the product can be completed at this time. These devices are not designed to withstand the unsupported stress of the full weight or load bearing alone. These devices can break when subjected to the increased load associated with delayed union or non-union and will dictate the longevity of the implant. It is unk if the pt sustained some impact or fallen. The root cause of this reported event has not been determined; no conclusion can be drawn.